Event description:
The reporter contacted animas on (B)(6) 2015 alleging prime issue (loss of prime). Product was not available for troubleshooting at the time of contact. Efforts to reach the reporter in follow up were unsuccessful. At this time, no product is being returned for investigation. The lot number of the subject product was not reported. This complaint is being reported because the alleged issue was not resolved.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.